Event description:
It was reported patient underwent bilateral total hip arthroplasty procedures, right side, on (B)(6) 2003 and the left side on (B)(6) 2004. Subsequently, patient alleges revision of right hip on (B)(6) 2008 and the left hip on (B)(6) 2011 allegedly due to pain, discomfort, soreness, dysfunction, and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2012-02682 / 02683 & 1825034-2013-02894).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2012-02682 / 02683). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel reports a bilateral patient underwent right total hip arthroplasty (B)(6) 2003 and left total hip arthroplasty (B)(6) 2004. Subsequently, patient alleges revision of left hip on (B)(6) 2008 and the right hip on (B)(6) 2011 allegedly due to pain, discomfort, soreness, dysfunction, and loss of range of motion. Review of patient operative notes indicates the left hip revision on (B)(6) 2008 was due to metallosis and loosening of the cup. The head and cup were removed and replaced. Operative notes indicate the right hip revision on (B)(6) 2011 was due to loosening of the cup. The head and the cup were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.